Event description:
Boston scientific received information that this right atrial (ra) lead dislodged shortly after the implant procedure. The physician elected to replace the lead after several attempts to reposition the lead were unsuccessful. The lead was explanted. No additional adverse patient effects have been reported.

Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.